Event description:
Information received from the (B)(6) clinical database. Treatment of a right unruptured fusiform ica (internal carotid artery) sidewall aneurysm measuring 18mm x 9mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving two telescoping pipelines. During deployment of the second pipeline, a severe stenosis developed requiring balloon angioplasty (an option presented in the instructions for use). There was a moderate to severe residual stenosis in the proximal segment of the construct at the conclusion of the procedure. It was reported that the patient had an increase in left sided weakness two days after the procedure that led to the inability to move around. Same event as MDR# 2029214-2013-00259.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4)